Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the needle kept falling out of the jaws. New opened devices was used to complete the case. There was no patient injury.